Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 0292 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered due to elevated sensing integrity counters (sic). It was determined to be caused by electromagnetic interference on the device. The device remains in use. No patient complications have been reported as a result of this event.